Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. MFR of product and event occurred in another country.

Event description:
Allegedly, modular neck broke 3.5 years after implantation in another country.